Event description:
Midas rex drill (medtronic loaner) was heating up in physician's hand, drill speed was 75,000 rrm. The speed was down to 60,000 rpm, just as the completion of the bone flap removal was done and the drill bit broke. Broke pieces retrieved from patient without any harm.